Manufacturer narrative:
Other text: while performing a review of file (B)(4) it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other text: h6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have bubbled downstream occlusion (dso) seal, broken battery door, and a worn upstream occlusion (uso) seal. The report of "bubbled" was confirmed during visual inspection of the downstream occlusion sensor. The root cause of this event can be attributed to damage to the downstream occlusions sensor's seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump downstream occlusion sensor was bubbled. No additional information was provided.